Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt was at home sleeping connected to the power module when she was awoken by a red hazard alarm on his pocket controller. The pocket controller also read, "call hosp contact." The pt was brought into clinic for a device interrogation and the following alarm conditions were noted on the history screen, "low flow, no external power, low voltage, replace system controller". The pt denied removing power from his pocket controller. The pocket controller was exchanged.

Manufacturer narrative:
The MFR is attempting to acquire the device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
Device evaluation: the report of a ¿call hospital contact¿ message was confirmed based on the information contained in the log file. The log file information indicated that a yellow wrench advisory alarm was active on (B)(6) 2014 at 12:36 am resulting in the reported ¿call hospital contact¿ message. No hazard alarms were active during this time and the recorded pump speed value matched the set speed value of 8800 rpm. The returned system controller passed the full functional test procedure and operated for an extended period of time while connected to a mock circulatory loop without any notable events. Although, the reported alarm was not reproduced during the evaluation, the manufacturer has identified similar incidents and implemented a component change to the printed circuit board in (B)(6) of 2014 to address this issue. The returned system controller was manufactured prior to this component change. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.